Manufacturer narrative:
Patient weight not available from the site. A site representative reported that, while in a spinal fusion procedure, the mobile view station (mvs) would not power on. No line power light. They changed the f11/f12 fuses with no change. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation took place to further look into this case, the field engineer replaced the mvs fuses again and the issue was resolved. The first spin after fuse replacement produced half-white images but this was resolved on the second spin as the images were to protocol. Blown fuses were not returned to manufacturer for analysis, therefore, findings are not possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the mobile view station (mvs) would not power on. No line power light. They changed the f11/f12 fuses with no change. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). (B)(6).